Event description:
Same case as MDR: 2134265-2013-07148; 2134265-2013-07149. It was reported that mdu5 did not perform pullback. During the procedure, the physician performed automatic pullback but the mdu5 failed to pullback. The physician tried to reconnect the catheter to the mdu5 but the issue was not solved. No patient complications reported and the patient¿s condition is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).